Event description:
Two burs broke off during drilling of the frontal sinus. A fluoroscope was used to locate the fragments, and they were removed via the sinus. No fragments remained in the pt.

Manufacturer narrative:
A medwatch form with incomplete data was rec'd from the user facility. Their info was not consistent with our records. Facility initially reported that the product was returned to medtronic on 07/19/09 and our records indicate the product has not been rec'd as of 10/09/09. Several attempts were made to have the product returned and on each occasion the customer stated they still had possession of the product and would return the sample. This product was being used for treatment. The products# complaint history indicates that this is the first report for this product lot. Historically, the root cause of fragments has been due to an error in usage, side loading of the device. The dr stated that the bone he was cutting into was very hard. The instructions for use states: excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use. Extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the pt. Un-removed bur fragments may cause tissue damage to the pt. No complaint trends are indicated at this time. No anomalies were found in the device history. No remaining inventory of the reported lot number was available for analysis.